Event description:
The customer contacted baxter's technical service center regarding system error 2240 and 2367 alarms, which occurred on the homechoice (hc) during use during the initial drain. The caregiver (cg) left clamps open on the unused supply line. The baxter technical service representative (tsr) explained the alarms and had the cg cycle power to clear them. The tsr then explained that hp would need to start over with new supplies. The tsr also advised cg to call the peritoneal dialysis registered nurse (pdrn) in the next 24 hours and let them know what happened. The cg stated that they already called the nurse and nurse told cg to call baxter. The cg understood the explanations, cleared alarms, called the pdrn and will start over with new supplies. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. A follow-up report will be submitted upon the completion of baxter's investigation

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown, therefore a batch review was not performed. Labeling review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).